Event description:
A malfunction was reported, indicated by malfunction code malf 9, and there were no notable events prior. Blood glucose level was not adversely impacted, remaining under 500 mg/dl. Technical support assisted with resetting the pump, which did not experience a recurrence of the malfunction code. The customer was advised to continue using the pump and contact support if the issue reappears. The customer acknowledged and understood the guidance provided.